Event description:
Philips respironics dreamstation CPAP machine voluntarily recall two issues: polyester and may be ingested or inhaled based polyurethane pe-per foam may degrade into particles which may enter the devices air pathway; the pe_pur foam may off gas certain chemicals and cause cancer. I have registered my devise back in (B)(6) 2021 reg code # (B)(4), I have called numerous times and the company philips can not give me a date and time when my breathing machine will be replaced. I called multiple times and keep getting the run around. I even tried to have the machine replaced prior to my valve replacement surgery in (B)(6) 2021. I find this very annoying that a company does not hold up to its standards. As a nurse I am embarrassed and can't even help myself let alone any patients that need help. Please advise next steps. FDA safety report ID # (B)(4).